Event description:
A report was received per social media that the patient was experiencing pain. The patient underwent an explant procedure.

Event description:
A report was received per social media that the patient was experiencing pain. The patient underwent an explant procedure. No further information could be obtained.